Event description:
A surgeon reported during intraocular lens (iol) implant procedure, noticed large mark on the lens, after implanting the lens. The lens was explanted and replaced with another back up lens during initial procedure. The procedure was completed on same day. As per reporter maybe it was a scratch from a small cartridge. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under (PMA/510(k) (p190018).¿ the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was returned for analysis and damaged was observed to the intraocular lens (iol). Iol returned in two segments inside lens case. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is bent/deformed. The optic is scratched/marked-rejectable. Returned photo shows an implanted iol. There appears to be a line/mark/scratch on/over the optic. The complainant indicates the use of company iiid as a cartridge which is not qualified for use with the associated iol model diopter company lens. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.